Manufacturer narrative:
Investigation summary: a complaint of the bottom part of the buretrol coming loose was received from the customer. No product or photo was returned by the customer. The customer complaint of loose component could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012564 lot number 20106218 was performed. The search showed that a total of 6,003 units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 gra sets v/nv qs mc 60d 3ss leaked from the bottom of the tube during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the bottom of the tube would either leak really bad or just pop off like there is no glue on it. They did check the product prior to spiking the IV and stated it seemed to be fine, but after the IV fluid sat in there for a little bit the bottom came off or started leaking really bad. Our doctors are very concerned regarding this."